Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6): [missing records: records for laparoscopic cholecystectomy and known her [sic] that was repair were not provided.] (B)(6) 2008: sparrow health system. (B)(6). Operative report. Preoperative diagnosis: incisional hernia near the umbilicus. Postoperative diagnosis: incisional hernia near the umbilicus. Operation: laparoscopic converted to open incisional hernia repair with mesh. Assistant: (B)(6). Anesthesia: general. Estimated blood loss: minimal. Fluids: lactated ringers 3000 cubic centimeters. Drains: none. Indication: (B)(6) is a 42-year-old lady that present with a [sic] incisional hernia near the umbilicus. She previously had a laparoscopic cholecystectomy and known her [sic] that was repaired. This recurred and this is getting bigger and more painful to her. I proposed a laparoscopic and possible open repair to the patient, questions were answered and she agrees to proceed. Findings: incarcerated omentum and small bowel in hernia sac. We need to go open because we had difficulty laying the mesh flush to the abdominal wall and also had difficulty maintaining pneumoperitoneum to have a good visualization. Procedure was converted to open after trying for two hours. Technique: ¿the patient was taken to the operating room and laid in a supine position. Upon induction of anesthesia, the abdomen was prepped with chloraprep and draped in a standard surgical fashion. The abdomen was entered using a 5-mm port via the left lower quadrant of the abdomen, using the optiview method. Pneumoperitoneum was achieved and the hernia was clearly seen. There was quite a bit of omentum and small bowel that was in the hernia sac. Another 5-mm port was placed in the right lower quadrant and a 12-mm in the left upper abdomen. A 5-mm port was placed in the right upper quadrant of the abdomen. The omentum was slowly dissected away from the hernia sac. A loop of small bowel was then seen and this was dissected out. This cam [sic] without much difficulty and the hernia was identified and measured approximately 6 x 7 centimeters. A dual mesh was then brought into the field, unrolled and introduced into the abdominal cavity via the 12-mm port. I had a moderate amount of difficulty introducing this mesh into the abdominal cavity because the mesh was too big to slide completely with the 12-mm port. A grasper was the placed via the right upper quadrant port and brought through the 12-mm port. The 12-mm port was removed and the mesh was then grasped via this right upper quadrant grasper and was pulled through the abdomen. This went through without problems and the 12-mm port was then replaced. The mesh was previously sewn at four quadrants before introducing it to the abdominal cavity. A needle passer was then used to grasp the sutures and the corresponding superior, inferior, right and left quadrant of the mesh. This was then sutured and was then pulled up to the abdominal wall. During this process, I realized that I could not get the mesh flush against the abdominal wall. The previously placed suture was then taken down and the needle passer was then passed further from the initial one in order to allow the mesh to be more flush to the abdominal wall. This was completed and again the mesh appears to be loose. At this point, I kept losing pneumoperitoneum, and I was not able to obtain visualization of the mesh and the abdominal cavity properly. The leakage was coming from the 12-mm port. We tried putting a [sic] clamp around the 12-mm port help seal the abdominal wall, but again we had loss pneumoperitoneum. After trying for approximately 2 hours in total, I was still unable to get the mesh flush with the abdominal wall, and as maintaining pneumoperitoneum was a problem, I decided to convert the operation to an open case. Midline incision was made over the umbilicus and carried down to the fascia. The fascia was not seen but the hernia sac was seen bulging. The hernia sac was opened, there were no omental contents that had previously been dissected unto the abdominal wall. The previously placed mesh was then removed and cut to a smaller size. The mesh was then sewn as an underlay over the hernia defect. This was performed using 1-0 vicryl using an interrupted stitch. This was performed circumferentially. The mesh appeared to lay well. The subcutaneous tissue was irrigated. It was approximated using interrupted 3-0 vicryl. Skin was closed with 4-0 vicryl. On the previous placed port site was then closed with 4-0 vicryl in running subcuticular fashion. Steri-strips were then placed. (B)(6) 2008: [missing records: page 3 of 3 of operative report from (B)(6) 2008 laparoscopic converted to open incisional hernia repair with mesh was not provided]. (B)(6) 2008: sparrow health system. Implant sticker. Gore dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp06. Lot batch code: 05214912. W.l. Gore & associates. Expiration: 2010-06. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp06/05214912) was implanted during the procedure. (B)(6) 2008: [missing records: records for small bowel follow through revealing a complete obstruction at approximately the site of her hernia repair were not provided]. (B)(6) 2008: sparrow health system. (B)(6). Operative report. Preoperative diagnosis: small bowel obstruction. Postoperative diagnosis: small bowel obstruction. Operation: exploratory laparotomy. Lysis of adhesions. Repair of serosal tears. Ventral hernia repair with mesh. Surgeon: (B)(6). Assistant: (B)(6). Anesthesia: general endotracheal. Estimated blood loss: 200 cubic centimeters. Fluids: 3 liters lactated ringers. Urine output: minimal. Specimen: none. Complications: none. History of present illness: the patient if a 42-year-old female who is now postoperative day number five. The patient underwent a laparoscopic converted to open ventral hernia repair without complication and was sent home. On postoperative day number two, the patient began noticing increased abdominal pain as well as nausea and vomiting, bringing her to the hospital. Initial evaluation showed evidence of an ileus versus small bowel obstruction, and over the next two days the patient was treated conservatively, however, did not show any signs of resolution of the ileus versus small bowel obstruction. A small bowel follow through was ordered today, which revealed a complete obstruction at approximately the site of her hernia repair. Hence, given the fact of the patient¿s abdominal pain and symptoms were not improving, and she was having symptoms of a complete obstruction, it was thought to take the patient to the operating room for exploration. After the procedure as well as the risks, benefits, complications, and alternatives were discussed with the patient she wished to proceed with the operative intervention. Description of procedure: ¿the patient was properly identified in preoperative holding and transported back to the operating suite. The patient was placed supine on the operating table and safety measures were applied. Next, general anesthesia was administered by anesthesiologist, after which the patient¿s abdomen was prepped and draped in a sterile fashion. A time out was then done to assure proper patient as well as procedure was being operated upon. Once this was found to be correct by all members of the surgical party, the procedure was begun. The patient¿s abdomen was entered via the patient¿s previous periumbilical incision. It was extended approximately 5 centimeters superiorly and approximately 3 centimeters inferiorly. We dissected down through the subcutaneous tissues, down until the fascia was identified. The patient¿s previous hernia repair was identified and was noted to still be intact. There was a small seroma within the previous hernia sac, however, there was no bowel, there was no opening of the mesh repair. The sutures were then removed and the mesh was removed in its entirety. There was small bowel that was very dilated beneath, however, there was no evidence of any sutures were taking the bowel to the abdominal wall, there was no evidence of that the mesh played any part in the bowel obstruction. The under surface of the fascia was appreciated and it was felt to be related to multiple adhesions that were easily broken up as these were very filmy adhesions. We did notice, as previously stated, that there were very dilated loops of small bowel, however, there was no evidence of ischemia. We then continued to open the fascia the length of the incision. After this was done, the omentum was identified and it was noted to very injected and there was noted to be a small hole within the omentum. This was serially clamped, [sic], and tied using 3-0 silk ties in order to prevent internal hernia. The omentum was then resected superiorly revealed the underlying transverse colon, which was noted to be markedly decompressed. The [sic] of the small bowel into the incision. As previously stated the proximal small bowel was very dilated, and it was noted that the distal bowel was very decompressed. We ran the bowel until we got into the ligament of treitz, after which we ran the bowel from the ligament of treitz distally all the way distally to the terminal ileum. Approximately distal jejunum and proximal ileum there was noted to be a transition from very dilated bowel to very decompressed bowel and there was an indentation in the bowel as if there had been a previous adhesion there and that was probably broken up when I entered the abdomen with my initially [sic] surveillance of the abdomen. There was noted to be no abnormality of the bowel, there was noted to be no masses, no ulcerations, and no evidence of ischemia. We were able even look [sic] at the bowel proximal and distal from that point with no problem. We then cultured [sic] to follow the bowel, which was noted at this point to be markedly decompressed all the way down to the terminal ileum. Given the patient¿s previous surgery, the cecum, as well as the terminal ileum, were noted to be intact in the pelvis and there was no evidence of any obstruction and we were easily slide [sic] bowel content into the cecum without complication. We then turned out attention once again to the ligament of treitz, and ran the bowel and noted there were two serosal tears that were made, 1 serosal tear was approximately 3 centimeters and the other was approximately 2 centimeters. These were repaired using interrupted 3-0 silk sutures in the serosa as indicated and this was done without complication. I then continued to run the small bowel the remaining distance and once again it was found to be within normal limits. There was found to be no evidence of mass, no other adhesions, no other point of obstruction, there was no evidence of bowel ischemia, the bowel looked very healthy and viable. At this point, we noted that the cecum was also noted to be very dilated with air as was the transverse colon. The fluid that was in the bowel was moving along. The left colon was also palpated, as well as the sigmoid colon, and there noted to be a large amount of stool, as well as air in those two areas as well. The stomach was then palpated and it was noted to be within normal limits. The nasogastric tube was advance until it was in appropriate placement. The right lobe of the liver was also palpated and it was to be within normal limits and the left was normal. Then began closure, after we were sure that we found the area of obstruction, we reduced the bowel into the abdomen. We then laid the omentum over the bowel and began our closure. The defect was found to be approximately 12 x 13 centimeters and so we used a 15 x 19 centimeters piece of dualmesh. This tacked into place using interrupted horizontal mattress sutures and placed approximately 1 centimeter apar, 1-0 prolene sutures were used for this, this was done back to the incision. At the end of the repair, we found we had a good repair, there were no areas of gap and there was no evidence of bowel herniation, with a good repair of ventral hernia. The fascia was then reapproximated using three figure-of-eight #0 vicryl sutures without complication, after which the bellybutton was tacked to the fascia in order to provide an inny [sic]. Several subcutaneous stitches were then placed in order to get [sic] of our incision, after which the incision was irrigated copiously and we tacked the incision closed using staples. Benzoin and steri-strips were used to further approximate the other incisions that we had taken the steri-strips off of from the patient¿s previous laparoscopy. Sterile occlusive dressing was then placed over everything. The patient tolerated the procedure without complication and was transported to the post-anesthesia care unit in good condition. Keith n. Apelgren, md was scrubbed and present throughout the entire procedure.¿ (B)(6) 2008: sparrow health system. Implant record. Gore dualmesh® plus biomaterial. Catalogue number: 1dlmcp04. Lot number: 05315877. 15.0 centimeters x 19.0 centimeters x 1.0 millimeters. Expiration date: 2010-07. The records confirm a gore® dualmesh® plus biomaterial (1dlmcp04/05315877) was implanted during the procedure. (B)(6) 2008: sparrow health system. Shaun khoo, md. Operative report. Preoperative diagnosis: infected ventral hernia mesh. Postoperative diagnosis: same. Procedures: exploratory laparotomy and removal of duo mesh. Vacuum assisted closure placement. Surgeons: (B)(6). (B)(6). Assistant: (B)(6). Estimated blood loss: less than 100. Fluids: lactated ringers 1300. Drains: none. Indication: (B)(6) is a 42-year-old lady who underwent recurrent incisional hernia back in (B)(6). Postoperatively she developed a small bowel obstruction that required re-exploration, lysis of adhesions, and replacement of duo mesh. She did well but had two small areas of non-healing wound over the abdomen. This was initially draining seroma, however, over the last few weeks it was draining purulent discharge. Clinically she was not septic with no fevers or increasing abdominal pain. She does, however, have a moderate amount of purulent discharge coming from two small incisions. Clinically this is infected mesh and required removal. It was proposed to her to have the mesh removal and an alloderm placement with a vacuum assisted closure. Procedure, risks, and possible complications were explained to the patient. Questions were answered and she agreed to proceed. Findings: the two openings connected directly to the mesh. A mild amount of purulent discharge was seen above and below the mesh. Granulation tissue below the mesh. Technique: ¿the patient was taken to the operating room and laid in the supine position. Upon induction of general anesthesia, foley catheter and pa stockings were placed. The abdomen was prepped with chloraprep and draped in a standard fashion. The two small opening were gently probed and they ran all the way down to the mesh. The incision was opened along its length. It was slowly dissected until the mesh was clearly seen. A mild amount of purulent granulation type secretions was suctioned out. The mesh was clearly seen. The prolene sutures that were securing the mesh were cut with scissor and the mesh was slowly removed in a circular fashion. The mesh was removed in its entirety. Below the mesh was clearly a well granulates wound bed with no exposed bowel. The whole area copiously irrigates with normal saline. Pink granulation tissue was very apparent. I could not clearly identify the fascial planes. Because of this was all granulated over, I felt that it would be very difficult to place an alloderm and I could get into a bowel injury if I have to dissect further. An owen¿s gauze was placed on top of this granulation tissue and a vacuum assisted closure sponge was placed on top of it and placed to machine. The wound measures about 15 x 10 centimeters before the vacuum assisted closure was placed. Sponge, needle and instrument counts were correct at the end of the procedure. The patient tolerated the procedure well without any acute complication.¿ (B)(6) 2008: sparrow health system. Culture. Site: abdominal wound. Gram stain: 40-50 white blood cells/high power field. No organisms observed. Aerobic culture result: rare corynebacterium species. Antibiotic/mic/interpretation: cefotaxime/2/intermediate. Clindamycin/8/resistant. Erythromycin/8/resistant. Gentamicin/0.12/susceptible. Penicillin/0.25/susceptible. Vancomycin/1.0/susceptible. Anaerobic culture: no growth. Records span (B)(6) 2008. It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect h6: updated investigation finding h6: updated investigation conclusions h6: health effect impact code: f26: no health consequences or impact h6: medical device component: g04088: membrane the investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05315877 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
It should be noted that the gore® dualmesh® plus biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® plus biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent laparoscopic converted to open incisional hernia repair on (B)(6) 2008, and whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the gore device was explanted, and a different gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2008, an additional procedure occurred whereby the second gore device was explanted. It was reported the patient alleges the following injuries: infection, removal, wound v.a.c placement. Additional event specific information was not provided.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 05315877 additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.